Event description:
It was reported that during a pci procedure involving a calcified, 75% stenotic lesion located in the proximal left circumflex (lcx) coronary artery, a foreign body was found on the quantum maverick monorail. A cypher 2.75x23mm stent was deployed but the physician noted under ivus that additional dilatation was required. The quantum maverick monorail balloon was used for post dilatation. It was inserted without resistance and the cypher stent was dilatated three times (12atms, 12atms and 16atms) from the distal portion to the proximal portion of the stent. Upon the removal of the quantum maverick monorail balloon catheter, the physician noticed that a foreign body was near the guidewire exit port. The foreign body resembled a portion of a shaft. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.